Event description:
A report was received that the patient fainted and fell which caused a large epidural hematoma. The physician does not believe the fainting or the hematoma was device related. The physician removed the hematoma and the patient was reportedly doing well following the procedure.